Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery, successfully addressing the problem.